Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 01aug2019. Field service engineer (fse) evaluated the device and verified the reported condition. The fse reported that the ventilator had check vent: primary alarm failure. The error codes related to the event were 1102 and 5021 (post motor speaker fail). Fse - to address the failure, speaker assembly and motor controller (mc) printed circuit board (pcb) were replaced. No root cause identified: this customer returned primary speaker (lot code: 1749) was tested and no failures were identified; this customer returned motor controller (mc) board was tested and no failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported the ventilator had a vent inop alarm. The ventilator was not in use on a patient at the time of the event occurred.